Manufacturer narrative:
A medtronic representative went to the site to test the equipment. No components were replaced or returned. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device evaluation needed as this issue was caused by user error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the site did all testing and calibration for the use of their instrument with the use of a tracker. It was noted the point edge indicated the correct position, however the projection of the tracker was extended about 20-30 millimeters in the wrong direction. It was also noted the same issue was occurring on a different navigation system. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating this issue was caused by user error and the site has since had training to use the instrument properly.